Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Medications: dilaudid, tylenol, synthroid, and oxycodone.

Event description:
The following information was reported to gore through the (B)(6) study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2017, pre-implantation imaging identified an ascending thoracic aortic dissection (zone 0) with a reported total treatment length of 32.6 cm. Additionally, significant thrombus was identified at the distal implantation site. On (B)(6) 2017, the patient underwent successful revascularization of the head vessels, consisting of right carotid to left carotid and left carotid to left subclavian artery bypass procedures. On (B)(6) 2017, the patient underwent endovascular treatment of the thoracic dissection, proximal to the brachiocephalic trunk and distal to the sinotubular junction, with two gore® tag® thoracic branch endoprostheses (tac123720c/16282141 and tsb121506c/14424573) and a conformable gore® tag® thoracic endoprosthesis (tgu454520/16449009). Follow up images dated (B)(6) 2017, revealed an infected fem-fem bypass graft. The graft was explanted. The patient tolerated the procedure. It was reported that on (B)(6) 2017 the patient presented with bacteremia. On (B)(6) 2018, the patient presented with a chronically infected aortic graft. Required inpatient hospitalization or prolongation of existing hospitalization.

Event description:
On (B)(6), 2018, the patient presented with a chronically infected aortic graft. Required inpatient hospitalization or prolongation of existing hospitalization. Drug therapy was used to treat the infection, the patient was discharged on (B)(6), 2018.

Manufacturer narrative:
Addition: b5. Addition: a review of the sterilization records for the device verified that the lot met all pre-release specifications. Addition h6: code 22-the conformable gore® tag® thoracic endoprosthesis instructions for use states that potential device or procedure related adverse events include infection (e.g., aneurysm, device).